Event description:
It was reported that occlusion alarms occurred. Customer resolved issue prior to calling tandem technical support (cts), and declined to provide how the occlusion was resolved. Customer¿s blood glucose level was 200 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.